Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 810:04 was confirmed during product evaluation by baxter quality engineering as a failure code 810:03. The assignable cause was determined to be an air in line printed circuit board failure. The air in line printed circuit board was therefore replaced to resolve this condition. Review of the event history determined that the reported condition occurred on (B)(6) 2010 not on the reported occurrence date of (B)(6) 2010.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced an 810:04 failure code. Upon review of the event history, baxter quality engineering confirmed this malfunction as a failure code 810:03, which interrupted delivery. It is unknown which process step this event occurred during. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.